Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "the surgeon replaced the baseplate because it was slightly loose and malpositioned. Revision on the patient's 1st revision."